Manufacturer narrative:
No other complaints for this lot. The sample has not been received; therefore, the condition of the product could not be verified and visual inspection could not be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to company release criteria. Since the sample has not been received, the root cause can not be determined and the complain cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that during and glaucoma shunt surgery, the shunt jumped and fell to the floor while trying to implant. The surgeon converted the surgery to a trabeculectomy. The patient is currently stable. Additional information has been requested.